Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 288 mg/dl with traces of ketones. The customer indicated that a correction bolus would be delivered with the pump. During troubleshooting with tandem technical support, the customer's issue was resolved after attempts in reloading the cartridge. Reportedly, the customer had used cold insulin.